Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk. Unable to verify compromised force sensor alarm. Unable to perform prime/delivery test due to motor error alarm.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer's blood glucose was 134 mg/dl. Insulin pump would need to be replaced.